Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000299554 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure the black coating on the shaft of vasoview hemopro 2 cautery piece was "peeling". No parts fell/broke off of the device. No parts fell into the patient. The jaws were not open (even slightly) during the insertion. No resistance was noted. A second device opened to continue the case. There was a procedural delay, no adverse events and no patient harm.

Manufacturer narrative:
Trackwise ID 798682. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.